Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the analyzer had stopped working and would no longer connect to the programmer. The analyzer tested as out of specification and was to be returned to the customer for disposition as scrap. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer had stopped working and would no longer connect to the programmer. A second analyzer was tested and was able to work with the programmer. The analyzer was returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.